Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: pelvic pain, cervicovaginal prolapse. Post-operative diagnosis: pelvic adhesions with a midline cystocele and small vault prolapse. Name of procedure: laparoscopic lysis of adhesions, anterior repair with insertion of mesh with "transarcus" colpopexy with diagnostic cystoscopy.